Event description:
During 1 procedure, they tried to catheterize the btk vessel. With the catheter in place, they used the cto wire to pass the occlusion. After some manipulation, the whole tip broke loose and remained in the body. In the same procedure, they also used a microcatheter of 2.4french. When the wire (cto) was out of the microcatheter, they had (after some manipulations to recanalise) problems to retrieve it back into the microcatheter. The proximal part of the cto wire (read platinum tip) was scratched off inside the body and as a result of this, the guide wire did not want to go back in the microcatheter. Result: they retrieved everything and had to start all over again. Also in this procedure, they want to place another manufacturer's stent (2.5mm x 32mm); it accepts a 0.014" of a wire but when they want to advance the stent into the body, it got stuck on the guidewire (it was on the proximal part of the wire). So the support part, while advancing the stent in the body. Result: they had to retrieve the whole system and had to throw the stent away and start all over again. The doctor had the suggestion that the wire felt like it has a coating, but according to reps information, cook does not have a (hydrophilic) coating on our cto wire. It felt like some thrombus or contrast media was attached to the wire. Patient outcome was not provided by the reporter.

Manufacturer narrative:
(B)(6). An examination of the returned product revealed it is not the complaint product. No product was returned from this event. This device is purchased from a vendor. It is inspected to verify (B)(4). Without the complaint device, we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints.